Event description:
A healthcare professional stated that she performed high control tests and received results that were out of specification. While troubleshooting, she performed 2 more control tests and received results of 459 mg/dl and "hi." The high control range was 284-393 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement strips were sent to the customer.